Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was not functioning properly; that the no delivery alarm would not occur and that they would get high blood glucose as a result. Troubleshooting was initiated for the insulin pump. The high pressure test was failed at first, then the device passed the test. A self test was performed and the device passed. The displacement test was failed. The insulin pump was not returned at this time since the customer did not have a back-up plan; the customer was warned of the risks associated with continued use of this suspect insulin pump.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, belt clip slot and battery tube threads, partially broken reservoir tube lip and minor scratched lcd window display.